Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier (B)(6). Device was implanted on an unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the surgeon had a removal case for a plate in the proximal femur for a child. He said this patient was treated and came to him later on with a non-union. During the revision operation on (B)(6) 2013, it was noted that the broken plate was the proximal humeral locking plate and it was implanted in the femur. The plate was removed and replaced with proximal femoral plate 242.804. The patient is in good condition. This is report 1 of 1 for complaint (B)(4).